Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased thresholds and questioned the marker timing. Technical services (ts) discussed different lead configurations and sensing, noting that the marker timing indicated that the lead was sensing atrial activity and that the lead may have moved. Ts recommended an x-ray as well as programming options. Additional information was provided that the lead had dislodged into the patient's atrium and a revision was performed, during which the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
The lead was later returned for analysis.

Manufacturer narrative:
Upon receipt in our (B)(4) laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the coils were slightly stretched at the tip region of the lead; noted to likely be due to handling damage at explant. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.